Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but how or when the catheter was damaged cannot be verified. One 2 fr per-q-cath PICC was returned for evaluation. The catheter was received in two segments. The proximal catheter segment consisted of the t-lock extension set, hub, and 2fr tubing that extended out to the 9cm depth mark. The distal catheter segment extended from the 9cm mark to the 30cm mark. The adjoining ends of the catheter exhibited a glossy and striated surface, which is indicative of a cut made with a sharp instrument, such as scissors. A functional test revealed a leak in the 2 fr tubing at the 1cm depth mark. The leak site was microscopically examined and a split was found on the external surface of the tubing. The catheter was cut open and similar damage was observed on the inner lumen wall. The adjoining surfaces of the split tubing revealed a granular appearance. This type of split can occur when the catheter is compressed against the stylet. The catheter may have been compressed against the stylet while in storage or preparation for insertion. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ manipulation of the stylet within the lumen can also damage the catheter is the stylet is not wetted prior to repositioning. The IFU indicates to never use force to remove stylet. Resistance can damage the catheter.

Event description:
It was reported that catheter is perforated in different points in the extension with extravasation of serum. It is not possible to stay in the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaq0850 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter is perforated in different points in the extension with extravasation of serum. It is not possible to stay in the patient.